Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins battery reached normal end of life with no telemetry and no output. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Healthcare facility reported an explant for gastroparesis. At the time of report, the patient was alive with no injury. The patient's indications for use was gastric stimulation. Additional information was being requested from the hcp. Follow up will be submitted if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.